Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the battery oscillator device stopped working. It was not reported if there were any delays to a scheduled surgical procedure. It was reported that there were unspecified spare devices available for use. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had an unusual noise and an unknown liquid found inside. It was further determined that the electric motor had strong vibration, drive shaft and seals were worn, bearings and needle sleeve were damaged (rough rotation and corrosion). The assignable root cause was determined to be due to immersion and improper care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.